Manufacturer narrative:
The thermogard console in complaint was repaired at customers' site. Biomed replaced the airtrap provided by zoll field service engineer. The issue was resolved. Per biomed, no further action is required at this time. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
As reported during the start up process for pm service , the thermogard exhibited mid:09 ( air trap assembly ) error message. According to the customer ( biomed ) , they cleaned the airtrap however after cleaning , the thermogard displayed " air trap " message and would not clear. No patient involvement on this issue.